Event description:
It was reported to arjo that facility staff at the center picked up a patient from his bed, positioned him over his wheelchair, and lowered him down. At 2 feet from his wheelchair, the strap broke and dropped him into the wheelchair. The voyager lift landed on his left hand and wrist. No injuries or treatment description was provided.